Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned portions of the patient¿s driveline from (B)(6) confirmed damage to the insulation of the black, brown, orange, yellow, and green wires, that would have contributed to the low speed operation and pump stoppages captured within the submitted log files. The submitted log files contained overlapping data from (B)(6) 2021 to (B)(6) 2021, (B)(6) 2021 to (B)(6) 2021, and (B)(6) 2021 to (B)(6) 2021. The log files captured pump stop events prior to the external driveline replacement on (B)(6) 2021 and (B)(6) 2021. The log files recorded the driveline replacement on (B)(6) 2021 and recorded further low speed operation and pump stop events on (B)(6) 2021. During these events, the log file recorded low speed advisory and hazard alarms, and low flow alarms. The patient was operating on 14 volt (v) external batteries prior to the driveline replacement and the power module following the driveline replacement during all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the submitted log files is indicative of a potential driveline issue, resulting from a phase-to-phase short. The patient underwent a driveline replacement on (B)(6) 2021. The returned portion of driveline measured approximately 18 inches. There was rescue tape along the entire returned portion of driveline. The driveline was disassembled, and the layers were carefully removed to evaluate the underlying wires. Microscopic examination of the underlying wires revealed a breach in the insulation of the black wire approximately 10.5 inches from the controller connector. The remaining wires, as well as the remaining portion of the black wire, were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. Although a specific cause could not be conclusively determined, the observed damage to the insulation of the black wire appeared to be the result of repetitive flexing in the area of damage. If the exposed conductor of the black wire made contact with the metal braided shield while the patient was operating on a grounded power source, a short to shield would have resulted, contributing to the low speed operation and pump stoppages observed within the log file while operating on the power module with a grounded patient cable. The damage to the black wire alone could not have caused the low speed operation and pump stoppages observed within the submitted log files while the patient was operating on 14 v batteries. The patient experienced further low speed operation and pump stoppage events following the external driveline replacement and ultimately underwent a pump exchange on (B)(6) 2021. (B)(6) was returned assembled with the driveline cut approximately 11 inches from the pump housing and the remaining portion of driveline was returned. Evidence of a previous driveline repair was present at approximately 20 inches from the controller connector. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The outflow graft and outflow graft bend relief were not returned. The bend relief collar was returned detached from the pump. The outlet elbow was returned attached to the pump. No evidence of developed depositions or thrombus formations were observed throughout the system. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The layers were removed, and microscopic examination of the underlying wires revealed breaches in the insulation of the black wire approximately 2.5 inches, 8 inches, and 8.25 inches from the pump housing, the orange wire approximately 7.5 inches and 9 inches from the pump housing, the brown wire approximately 7.5 inches and 8.5 inches from the pump housing, the green wire approximately 8 inches from the pump housing, and the yellow wire approximately 9 inches from the pump housing. All areas of wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The remaining wires on all segments of returned driveline were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors made contact with the metal braided shield while operating on a grounded power source, a short to shield would have resulted. If the exposed conductors of wires of different phases made contact with each other, or simultaneous contact with the metal braided shield, while the patient was operating on 14 v batteries, a phase to phase short would have resulted, causing the low speed operation and pump stoppages observed within the submitted log file. Incidental findings: evaluation of the returned external portion of driveline from (B)(6) revealed superficial damage to the outer silicone jacket. Evaluation of (B)(6) also revealed that the protective wrap surrounding the driveline leads to the motor capsule had cracked and broken off in pieces that appeared brittle. Additionally, corrosion was noted on the motor capsule surrounding the pins for all three motor phases. A specific cause for these findings could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. (B)(6) was assembled with motor capsule serial number (B)(6). This document includes steps for soldering the percutaneous cable to the motor capsule and inspecting the solder. The heartmate ii lvas IFU, rev. C is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook, rev. C is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including driveline fault alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced pump stops and low speed advisories on (B)(6) 2021. The patient was being maintained on an ungrounded cable. The log files showed 2 pump stops and 3 low speed hazards, speed drops were as low as 0 rpm. These issues appeared to be occurring while the patient was on battery power. It was further reported on (B)(6) 2021 that the patient experienced another brief pump stop on that day, but this time the pump stop was preceded by nausea and malaise. On (B)(6) 2021, it was reported that the patient had a bedside replacement of their percutaneous lead due to the intermittent, symptomatic pump stop events that they experienced. After the repair, two further pump stop events occurred while the patient was on a grounded patient cable. Because of this, the patient was placed on an un-grounded patient cable. Upon interrogation, 4 low speed advisories and 2 pump stop events were found on (B)(6) 2021 after the lead replacement. These events occurred while the patient was connected via power module. On (B)(6) 2021, it was reported that the patient had undergone pump exchange on (B)(6) 2021. On (B)(6) 2021, it was reported that the patient was doing well and was to be discharged on that day.